Event description:
The customer called to report that the suspect device is brand new and customer was using it to check blood glucose. The result obtained was 612mg/dl. Customer checked the memory and the value saved was 612mg/dl. The suspect device was authorized for return to the MFR for evaluation.